Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that for the past 2 days, the customer's blood glucose was at 500 mg/dl. Customer has changed out the sets 3 times. Customer's blood glucose is 451 mg/dl. Customer treated with the insulin pump and injections. Caller stated that she found air in the tubing. Caller stated that the approximate size of the air bubbles is pin head size and there are about 6-7 in one spot. Caller stated that the pump was not rewound with a reservoir in place. Caller stated that the insulin was stored in the fridge. Customer had a no delivery alarm in the alarm history. Customer does not have a tubing clamp and will call back to continue troubleshooting when they receive it. Customer was removed the set from their body and the cannula was not bent or occluded. Customer was advised to do a complete set change. Customer's doctor switched her to humalog but her blood glucose was unstable, so she switched back to novolog and now her blood glucose is coming down.